Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0lm39, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was back to going to the bathroom every hour. The patient switched back to the original program, which worked before, but was not helping. The health care professional (hcp) said the patient did not have a urinary tract infection, but the patient thought she did. The patient was on antibiotics. The hcp had adjusted the patient's programs in the past. The urinary issue returned several weeks prior to the report. The patient status at the time of the report was unknown. Also, it was reported that the implant site hurt. The patient lost a lot of weight and was feeling it more due to sitting on it. The pain had been there since the implant but could also be back trouble. There was no alleged product issues. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that patient had an x-ray performed and stated that the previous health care provider (hcp) did the implant absolutely wrong so he took it out and put a new one in. The patient found out this interstim was implanted wrong (which led to device replacement) .the patient also stated she has a urinary problem and has been told she never empties her bladder. The patient appeared to be somewhat unsure about the reason for neurostimulator implant, but did eventually confirm it was implanted to treat her bladder and to prevent her from soiling clothes and to be able to hold off on using the bathroom. The patient experienced lack of therapeutic effect. The patient was diagnosed with scoliosis and walks crooked due to her diagnosis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient got a new implant on (B)(6) 2015. The hcp told the patient they thought the leads were not placed in the correct spot originally.